Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the hepatic artery using ruby coils. During the procedure, while attempting to advance a ruby coil through another manufacturer's microcatheter, the physician experienced resistance and was unable to advance the coil. The ruby coil was then retracted and another attempt was made to advance the coil; however, the physician still met resistance and was unable to advance the ruby coil. Therefore, the ruby coil was removed and the procedure was successfully completed using four additional ruby coils and the same microcatheter. It should be noted that the physician maintained a continuous flush and used a rotating hemostasis valve (rhv) during the procedure. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was kinked approximately 5.0 cm from the proximal end of the pusher assembly. The embolization coil was detached from the pusher assembly inside the introducer sheath. Excessive blood was found inside the introducer sheath. The stretch resistant (sr) wire was fractured and the embolization coil was compressed in the distal direction. The proximal constraint sphere was present inside the distal detachment tip (ddt). The embolization coil has several offset coils along its length. The embolization coil was detached from the pusher assembly and, therefore, was not functionally tested. Conclusions: evaluation of the returned ruby coil revealed the embolization coil was detached within the introducer sheath. The embolization coil likely unintentionally detached as a result of forceful retraction of the embolization coil after experiencing resistance. Excessive blood was found inside the introducer sheath and the clotting of this blood may have contributed to the resistance experienced by the physician. The physician¿s second attempt to advance the embolization coil would have met added resistance due to the unintentionally detached embolization coil. Further evaluation revealed a proximal kink of the pusher assembly. This damage was likely incidental and likely occurred during packaging for return to penumbra. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.